Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they are unable to clear the alarm by pressing esc and act. Troubleshooting for keypad anomaly was performed. Customer advised they keep the insulin pump in their bra and they were sweating a lot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent act and esc button response due to corroded keypad traces. No button error alarms were noted during testing. No unexpected alarm clear anomalies were noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.